Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.50/0.5/140 (sphere,cylinder,axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a spheric model lens due to refractive surprise. The problem was resolved.

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).